Event description:
It was reported that (1) device was used during a video assisted wedge. It was reported by the affiliate that the tr45b had missing staples. Another instrument was used to complete the case. There was no consequence to the patient.